Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture and devitrification of glass cap at the output window. The glass cap and fiber, proximal to the fracture, were found to rotate independently of the metal cap; char and detritus were also observe on the metal cap. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/ user handling due to anatomical/ procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 208,813 joules of use. The fiber was replaced and the case was completed using a second fiber. There was no injury reported.